Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, they had significant blood loss during implant procedure of a leadless implantable pulse generator (ipg). They required one unit of packed red cells (rccs) post-operatively. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.